Event description:
A malfunction, specifically coded as malf 25, was reported during a cartridge change, but there were no notable events prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer planned to use a backup insulin pump to ensure continuous insulin delivery. Technical support arranged for a replacement pump to be sent and provided instructions for returning the malfunctioning pump. The customer understood and acknowledged all instructions provided.